Manufacturer narrative:
Updated section h6 (device code, type of investigation, investigation findings). Through evaluation, the root cause was determined to be due to patient and/or procedure related factors. H11: corrected data: corrected section h6 (investigation conclusions).

Manufacturer narrative:
H3: evaluation summary: customer reports of calcification, stenosis, and leaflet perforation were confirmed. Report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact, moderate calcification on leaflet 1, and heavy calcification on leaflet 3. Calcification restricted leaflet mobility and led to stenosis. All three leaflets were thickened and swollen near the commissures. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. As received, leaflet 2 had a perforation, approximately 2mm wide, near commissure 3. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. Sewing ring was cut in multiple areas around the valve. Photos provided appeared consistent with lab findings. H10: additional manufacturer narrative: updated section d9 the reported calcification, stenosis, and leaflet perforation were confirmed, but reported pvl could not be confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. H11: corrected data: corrected sections h6 (device code, type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The explanted device was not returned for evaluation; therefore, the root cause for this event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx25mm was explanted after an implant duration of approximately one (1) year and four (4) months due to calcification leading to severe stenosis and leaflet perforation leading to pvl. As reported, there were deposits of calcium on two leaflets and a small perforation in one of the leaflets. The patient presented with dyspnea before the procedure. A non-edwards device was successfully implanted in replacement. The patient was noted as to be recovering well.